Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt had experienced increased pain and weight loss which resulted in a flipped pump causing a catheter detachment. The pt had a pump pocket revision and abdominoplasty. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and hydromorphone.